Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the patient side cart (psc) power supply involved with this complaint and completed the device evaluation. During failure analysis, the returned power supply was installed into a pca system and testing was conducted in normal mode. The system failed during testing, the system switched to the battery power source. This indicates an electrical component inside the power supply, thus confirming the reported event. .

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side cart (psc) power supply involved with this complaint ; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) switched to battery power. The customer received phone assistance from the technical support engineer (tse). Review of the site's system logs confirmed the occurrence of recoverable error code 817, confirming an issue with the psc. The user inspected the system and identified that the tiller user interface charging led was not illuminated and the auxiliary fan of the psc power supply was not running. Troubleshooting was attempted by power cycling the system; however, this did not resolve the issue. The surgeon made a decision to convert the procedure to traditional laparoscopic surgery. No further issue reported. No known impact or patient consequence was reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse identified a defective psc power supply. After replacement of this part, the system was further tested, operated without error and verified as ready for use.